Manufacturer narrative:
Device evaluation of monitor sn 07095635 has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation, the monitor failed incoming functionality. The root cause was contamination found on the j101 and the j501 of the ca board. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.